Event description:
The dr reported separating a file in a pt's tooth. The file was not retrieved and the dr completed the procedure by filling around the file. The pt will return in two weeks for follow-up.